Manufacturer narrative:
This report is submitted on 10 december 2019.

Event description:
Per the clinic, the patient was placed under general anaesthetic and underwent an abutment removal on (B)(6) 2019, prior to this the patient was administered antibiotics.